Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their energy level has not been the same since the pacemaker was implanted, and also claimed that they experienced heart rates in the low 40's. Follow-up with the clinic indicated that the device was pacing appropriately, and was measured at or above the lower rate; the patient's symptoms were likely related to medication effects. However, medical intervention and device reprogramming were performed to address the patient's concerns. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.